Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Additional information was requested on 10/21/2011 and 10/28/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt who sees a horizontal line in her vision following bilateral intraocular lens (iol) implant surgery two years ago. The surgeon reported yag laser procedures have been performed for both eyes. Additional information has been reported. There are two medical device reports associated with this event. This report is for the left eye.